Event description:
One endeavor drug-eluting stent was implanted in the proximal lad. After the pci procedure, the pt experienced a right visual disturbance. Brain MRI showed a hemorrhagic infarction in the left occipital area. Approximately two weeks post stent implant, the pt suffered a stroke. Investigator has indicated that event was unrelated to the study stent. The pt was reported to be asymptomatic at 30 day follow up stage.

Manufacturer narrative:
Evaluation results: stroke.